Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was received. Visual examination conducted on the returned catheter and observed that the balloon had split. Other than this, all parts remained intact and in good condition. Investigation was further conducted by reviewing the balloon part under high magnification lens with 50x magnification on the actual sample. No abnormalities were observed on the returned sample. Probable cause was that the split balloon could have happened due to various reasons such as in contact with sharp or pointed object during handling that render the balloon to split. In current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak text. Catheter with defective balloon will be culled out. The device history record for this lot was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specifications. Based on observation, no obvious abnormalities were observed on the returned sample. Based on the investigation conducted, no abnormalities were observed on the returned sample. Split balloon happened could be due to in contact with sharp or pointed object during handling that render the balloon to split. Therefore, this complaint is not confirmed. "Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after catheter insertion balloon was filled with syringe (prefilled steriflush). No problems with balloon inflation but the catheter came out of the patient after inflation. After this the balloon was tested outside the patient and it was found to be broken. The second catheter was inserted without any problems". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported, "after catheter insertion balloon was filled with syringe (prefilled steriflush). No problems with balloon inflation but the catheter came out of the patient after inflation. After this the balloon was tested outside the patient and it was found to be broken. The second catheter was inserted without any problems". The paitient's current condition is reported as "fine".